Event description:
It was reported that there was an unspecified difficulty in using a standard trial lead during a procedure. The lead was never implanted. No further details, pt symptoms or outcome were provided. Additional info was requested but not provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)